Manufacturer narrative:
Additional information was received that the patient had not been using the stimulator for quite some time and had lost quite a bit of weight. The patient no longer needed the stimulator for pain and started to have discomfort at the pocket site. The physician believed that this was due to the nondevice related weight loss. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure as the device was not working.

Event description:
A report was received that the patient will undergo an explant procedure as the device was not working.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4)/481426, description: linear st lead, 70cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.